Event description:
It was further reported that vascular access was obtained via the radial artery. The lesion was non calcified. The balloon catheter was selected for pre dilation of the in-stent restenosis of a previously placed non-bsc stent. The balloon was fully deflated before trying to pull back. After pre dilation was performed residual stenosis was 90%. The balloon catheter was successfully removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was in-stent restenosis of an unspecified stent and located in an unspecified anatomical location. A 20mm x 2.50mm apex monorail balloon catheter was selected and during inflation a balloon rupture occurred. To what atms and number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.